Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning screen. A software upgrade was completed, and a review of the summary page revealed that the device experienced a da alert. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.